Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. Previous experience has shown that devices returned with symptoms of switching themselves on may be attributed to membrane failure. In this case the random nature of the events stored in the memory and the 10-minute timeouts would indicate a failing membrane. Furthermore, the fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The initial pad-pak performed as expected for approximately 2 years and 7 months before issuing a low battery warning. The device was running software version 2.0.2 - newer versions of software provide enhanced battery management. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device was switching on automatically. There was no patient involved in this event